Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed the reported complaint. The instrument was placed/driven and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip was unable to clip onto to tubing during in-house testing. The clip applier instrument was found with one grip bent and damage was observed at the tip of the clip groove, causing a .030" offset at the tips. As a result, the clip was able to be properly loaded on the grips, but was unable to be clipped onto the tipping and fail clip test.

Event description:
It was reported that during a da vinci-assisted hepatectomy surgical procedure, the surgeon was unable to close the clip using the medium-large clip applier instrument. There was no report of patient involvement.